Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced a cot tip. There were 6 events with patient involvement; 1 patient experienced a fall and 1 patient experienced abrasion(s).

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 9 devices were functionally/visually inspected in the field; no defects or malfunctions were found. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced a cot tip. There were 4 events with patient involvement; 1 patient experienced abrasion(s).

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced a cot tip. There were 4 events with patient involvement; 1 patient experienced abrasion(s).

Manufacturer narrative:
Upon inspection of 2 of the devices it was determined the devices were experiencing non-reportable issues. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device is pending evaluation.